Manufacturer narrative:
Block d6b: explant date: (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an explant procedure, and all device components were discarded. No device malfunction was suspected.